Event description:
The advocate stated the customer was receiving high glucose readings using his breeze2 meter. Three weeks prior to the call, the customer tested his blood glucose and then took insulin. The next morning, the advocate was unable to wake the customer and called paramedics. Paramedics tested the customer's blood glucose at 26 mg/dl. The customer was hospitalized for a week. The customer also experienced a similar adverse event 2-3 days before the advocate called. Paramedics were called and according to the advocate, they treated the customer in order to raise his blood glucose. The advocate also stated the customer compared his breeze2 readings to the readings of another meter. The breeze2 read 248 mg/dl, while the other meter read 128 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate was advised to return the test strips for eva. Replacement test strips and a new meter were sent to the customer.